Event description:
It was reported that the infusion pump took 7 hrs instead of an anticipated 4 hrs to deliver a chemotherapy solution. This reportedly occurred in the pediatric ICU area, however no add'l clinical or pt info was able to be obtained. No pt injury was reported.